Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissor (mcs) instrument was unable to cauterize. The complaint alleges that there is no energy delivered, thus, there is no risk of any adverse event related to an unintended energy discharge to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer, but was unable to obtain any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa investigations confirmed the customer reported complaint. Fa found the primary failure of broken conductor wire at the proximal end at the proximal end. The location of the break is near the main tube junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to be manufacturing related. A review of the device logs for the monopolar curved scissor (part# 470179-19 / lot# k11211004-0264) associated with this event has been performed. Per this review of the logs, the monopolar curved scissor was last used on (B)(6)2022 via system serial# (B)(4). For a malignant hysterectomy. There were 1 use remaining after this last usage. No photo or video was provided by the site for review. This complaint is considered a reportable event due to the following conclusion: the instrument had a broken conductor wire at the proximal end. The broken conductor wire has potential for electrical discharge to the bedside assistant. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.